Event description:
It was reported that during a meniscus repair procedure, after t1 was deployed, t2 implant would not deploy when the knob was depressed. No procedure delay or patient injuries were reported. A backup device was available to complete the procedure.

Manufacturer narrative:
One 72202469 fast-fix 360 assembly-curved needle delivery system returned. The device is less than one year old. T1 was not returned. T2 and partial suture were returned separated from the needle. The device is in fairly good condition except that the delivery needle has been flattened out. Inadvertent deflection of the needle tip can affect the deployment of the anchors. This is consistent with attempts to reach a difficult location. The device no longer actuates or cycles properly due to the damage attained. No root cause related to the manufacture of the device can be established.